Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was explanted and replaced. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated that the patient was stable before, during, and after the procedure.